Event description:
The customer reported that after completing the prime the numbers did not appear on the screen and the insulin was squirting out. Instructed the customer to run another manual prime, but the numbers were not ramping, insulin did exit, and motor slows down. Advised the customer that a replacement of the insulin pump will be sent. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. However, the device passed the prime test.